Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The patient reported a pain level of 4 out of 10 for site pain. It was reported the tubing broke apart. The patient was able to change the tubing and the infusion was not interrupted. The patient's anti-histamines, pepcid, claritin, and zyrtec were increased. There was no adverse event reported in this event.

Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, a complaint investigation, product evaluation and problem confirmation cannot be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.